Event description:
A customer reported a tandem mobi cartridge alarm. There was no adverse impact to the customer¿s blood glucose level. The customer was advised by technical support to store the current pump and return it to tandem. Technical support confirmed the customer's details for shipping and has sent a replacement pump. The customer understood the instructions for handling the replacement and agreed to return the malfunctioning pump using the provided pre-paid label.